Event description:
It was reported that the customer had an unspecified cartridge issue causing the customer's blood glucose (bg) level to elevate to 300 mg/dl. A cartridge change was performed to address the issue. Although requested, no additional information was provided by the customer.